Manufacturer narrative:
Siemens reviewed the instrument data logs provided by the customer. There is no indication of a measurement cartridge issue, sensor instability, nor an instrument malfunction, or any contamination. The rp 500 is performing as intended. Pre-analytical factors may have contributed to the result recoveries. These may include sample collection, sample handling, and proper mixing of the sample itself. For thb, the difference may be due to the methodology that is used for sample analysis between the rp 500 and a non-siemens lab analyzer. Further review of the event log shows no indication of any systematic or fluidic errors including no d2 and/or d3 drift errors for any sensors. In addition, there were no d39 clot events on the dates of the sample analyses. The root cause for the discrepant test results is unknown.

Manufacturer narrative:
The customer stated that the measurement cartridge was replaced. Siemens has received the data files for investigation. The cause of this event is unknown.

Event description:
The customer reported discordant potassium and total hemoglobin results on the rp 500 compared to a non-siemens lab analyzer. There is no report of injury due to this event.